Manufacturer narrative:
A good faith effort was sent to request information regarding details about the initial reporter, if a response is received, a supplemental report will be uploaded.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead was suspected to be exhibiting loss of capture (loc). Technical services (ts) was consulted and confirmed that there was intermittent capture. The patient has two (2) leads in the right ventricle (rv), one using the rv lead placed in the rv, used for tachy therapy and the other rv lead in the left bundle branch (lbb) using the lv port. This is considered off label use. A follow up visit was scheduled. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead was suspected to be exhibiting loss of capture (loc). Technical services (ts) was consulted and confirmed that there was intermittent capture. The patient has two (2) leads in the right ventricle (rv), one using the rv lead placed in the rv, used for tachy therapy and the other rv lead in the left bundle branch (lbb) using the lv port. This is considered off label use. A follow up visit was scheduled. This product remains in service. No adverse patient effects were reported. Additional information indicated that this lead has been explanted and successfully replaced. The crt-d remains in service. No additional adverse patient effects were reported. This product has not been returned for analysis. Additional information confirmed lead dislodgement was the root cause for loc.

Manufacturer narrative:
A good faith effort was sent to request information regarding details about the initial reporter, if a response is received, a supplemental report will be uploaded. This cardiac resynchronization therapy defibrillator remains in service, however; the lead related to this event was explanted, and as the root cause has not been identified, the possibility that the device may have also contributed to the need for this additional intervention cannot be excluded. Therefore, a supplemental report will be submitted. Additional information confirmed lead dislodgement was the root cause for this event.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead was suspected to be exhibiting loss of capture (loc). Technical services (ts) was consulted and confirmed that there was intermittent capture. The patient has two (2) leads in the right ventricle (rv), one using the rv lead placed in the rv, used for tachy therapy and the other rv lead in the left bundle branch (lbb) using the lv port. This is considered off label use. A follow up visit was scheduled. This product remains in service. No adverse patient effects were reported. Additional information indicated that this lead has been explanted and successfully replaced. The crt-d remains in service. No additional adverse patient effects were reported. This product has not been returned for analysis.

Manufacturer narrative:
A good faith effort was sent to request information regarding details about the initial reporter, if a response is received, a supplemental report will be uploaded. This cardiac resynchronization therapy defibrillator remains in service, however; the lead related to this event was explanted, and as the root cause has not been identified, the possibility that the device may have also contributed to the need for this additional intervention cannot be excluded. Therefore, a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort was sent to request information regarding details about the initial reporter, if a response is received, a supplemental report will be uploaded. This cardiac resynchronization therapy defibrillator remains in service, however; the lead related to this event was explanted, and as the root cause has not been identified, the possibility that the device may have also contributed to the need for this additional intervention cannot be excluded. Therefore, a supplemental report will be submitted. Additional information confirmed lead dislodgement was the root cause for this event. This product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved or contraindicated use. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead was suspected to be exhibiting loss of capture (loc). Technical services (ts) was consulted and confirmed that there was intermittent capture. The patient has two (2) leads in the right ventricle (rv), one using the rv lead placed in the rv, used for tachy therapy and the other rv lead in the left bundle branch (lbb) using the lv port. This is considered off label use. A follow up visit was scheduled. This product remains in service. No adverse patient effects were reported. Additional information indicated that this lead has been explanted and successfully replaced. The crt-d remains in service. No additional adverse patient effects were reported. This product has not been returned for analysis. Additional information confirmed lead dislodgement was the root cause for loc.